Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. This report is number 2 of 3 mdrs filed for the same event (reference 1822565-2017-01300, 01280, 01299).

Event description:
Patient reported experiencing pain approximately 5 years post implantation. No revision has been reported to date. Attempts to obtain additional information have been made, but no information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices - nexgen cemented fluted stemmed tibial component, item #00599603801, lot # 62026666, nexgen cemented femoral component size e right, item # 00576401552, lot # 62007009, nexgen all poly patella standard size 29mm, 8mm, item # 00597206529, lot # 62027343, nexgen taper stem plug, item# 00596009900, lot# 62006487, palacos bone cement, item# 00111214001 lot# 73754286, palacos bone cement, item# 00111214001 lot# 73754286.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.